Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a left total ankle arthroplasty. Approximately 4 years and 10 months later, the patient filed a legal long form. According to the available information, it does not appear that this patient has been revised at this time. Because the patient filed a legal long form, it appears that they are alleging prosthesis wear of their exactech polyethylene component.